Manufacturer narrative:
Additional information was received on june 24, 2021. This event was also reported to the FDA by an entity other than mentor under mw5100987. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on august 27, 2021 mentor became aware that it erroneously omitted the updated event date from the supplemental report submitted on july 13, 2021. The update event date is january 24, 2018.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune issues. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 450cc mentor memorygel breast implant experienced an autoimmune diagnosis and several accompanying symptoms post procedure. A restless leg syndrome diagnosis, chronic fatigue, joint pain, depression, memory loss, low ferritin levels, low iron levels, muscle aches, insomnia, hormonal imbalance, blurred vision, dry eyes, vertigo, weight gain, dizziness, digestive issues, shortness of breath, anxiety, brain fog, chronic inflammation, flu like symptoms, night sweats, slow muscle recovery, and headaches were noted. As a result, an explant is planned for (B)(6) 2021. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2021-05277 for contralateral prosthesis report.